Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin delivery "stopped without any alerts or alarms." In addition, customer alleged that the basal iq software did not stop insulin when the customer experienced a low blood glucose (bg) level. Customer experienced a low bg of 45 mg/dl; cause was not provided. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to recessed usb pins. The information will be used for tracking and trending purposes.